Event description:
It was reported that during a laparoscopic ovarian cystectomy procedure, an error code sounded part way through the case. The scrub nurse retightened the instrument and retested the device. An error code still continued to sound. The scrub nurse then tried to clean the distal tip of the device and found that this broke the active blade off from the instrument. No patient consequences were reported. It was not reported how the procedure was completed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.